Event description:
An attempt was made to advance a mo.ma ultra cerebral protection device to the target lesion in the carotid artery; however, the length of catheter was not enough due to the tortuosity of right iliac artery, aorta arch and aorta. Therefore, the physician decided to use the relevant device as a guide and not as a protection device. A filter wire ez was advanced to the distal of the target lesion in the right ica. After pre-dilatation a non-medtronic stent was deployed and the filter was withdrawn. It was reported that patient suffered difficulty of breathing and suddenly choked. Cas operation was stopped and patient was treated with resuscitation. Intubation was attempted but failed. Ventricular tachycardia was observed. Patient was treated with tracheotomy, defibrillation, and medication. It was reported that the reason for breathing difficulty was allergy for contrast media and edema of the larynx. Patient is still hospitalized and in bad condition.

Manufacturer narrative:
Evaluation results and conclusion: allergic reaction to contrast medium.(B)(4).